Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device is broken. Event occurred during patient use. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: the affected devices were returned for evaluation. Visual inspection of the returned flextend devices by the unaided eye under normal plant lighting identified a torn eyelet device 1. The tear was on the upper outside quadrant of the left side eyelet when the device is in situ. The tear completely extended through the eyelet (reference picture). Review of the opposite eyelet also showed a faint cut mark in the upper and lower quadrants (reference picture). Review of the eyelets on device 2 also showed faint cut marks inside both eyelets at the upper and lower quadrants (reference pictures). No information was provided by the complainant on the type of trach holder used, but the tear on the eyelet and the other faint cut marks likely resulted from the device being in contact with a sharp object such as a trach holder that uses velcro or metal clips. The instruction for use, 10018908-001 states under warnings to guard against product damage by avoiding contact with sharp edges. Some tracheostomy tube holders contain velcro or metal clips which may have sharp edges. The tear in the eyelet was confirmed. The investigation did not identify a manufacturing defect but determined that the eyelet was nicked by a sharp object (e.g., velcro trach holder). A device history record could not be completed as no lot number was received.